Manufacturer narrative:
The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. The customer can also utilize the pattern paper to confirm system laser is providing correct pattern/coverage. The customer performed a pattern paper test and sent it in for evaluation. Review of burn paper showed proper pattern/coverage which indicates that the system is functioning as expected. According to the clear + brilliant touch safety risk assessment and the user manual, burns and pigmentation discoloration are known adverse effects of the clear + brilliant touch treatment. Discomfort is an expected effect of the clear + brilliant treatment. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hypopigmentation and hyperpigmentation are known complications of many laser treatments and may occur with the clear + brilliant touch treatment. A review of the manufacturing records shows all requirements were met. Evaluation of the datacard logs and pattern paper test show system functioning as expected. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, burns and pigmentation discoloration are known adverse effects of the clear + brilliant touch treatment. At this time, no CAPA is necessary.

Event description:
A patient who works at the user facility reported a burn and hyperpigmentation of both the cheeks to the chin, which appeared three days after a clear and brilliant touch facial treatment. The patient¿s skin was reportedly dry the day after the treatment. On the second day it seemed okay, but by the third day hyperpigmentation was noticed when the skin started peeling after cleansing the affected area with a gentle wash. Available photos were reviewed by the solta medical reviewer, which identified burned areas visible on the cheeks, chin, and around the mouth. The patient was treated with an unknown topical remedy and antibiotics. It is not known if permanent damage or scarring will occur, and the reporter has not responded to additional requests for information. This treatment was the initial use of the treatment tip. A burn paper test was not performed prior to using the device on the day of the incident. A credit key usability error displayed during the procedure. No other treatments (beside the one reported) were being performed in the same symptom area. The patient had a facial about a month prior to the incident. The patient had no history of aesthetic treatments. The incident became serious and reportable upon receipt of additional information on 20nov2024, which included that the patient experienced burns. Patient photos were provided which showed serious injuries according to the solta medical reviewer.

Manufacturer narrative:
Correction: h6 (medical device problem code 1) from 2993 (adverse event without identified device or use problem) to 3270 (activation failure), as the reporter stated that credit key usability error codes occurred during treatment. Correction: h6 (investigation findings 1) from 4256 (malfunction observed without conclusive finding) to 213 (no device problem found), as the evaluation confirmed that the handpiece and system performed as expected. The credit key usability error noted in the logs indicates a reduction in energy which would not lead to hyperpigmentation. Correction: h6 (investigation conclusions 1) from 67 (no problem detected) to 4323 (device problem excluded), as the evaluation confirmed the handpiece and system performed as expected, however the data log indicates technique related issues. The reported credit key usability error was confirmed during the datalog review. The log evaluation shows technique-related issues that do not cause risk to patient. All other information and conclusions from the previous submission remain unchanged.